Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that there was a revision of the tibial component and insert due to patient fall that caused loosening.